Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: an instrument broke while using it in a patient on (B)(6) 2013. The material has not yet been received. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
This device is used for treatment, not diagnosis.(B)(4): subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records have been requested.

Event description:
The broken part of the device was retrieved. No harm to the patient.this is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
There were no mrr¿s, ncr¿s, or complaint related issues with this complaint.me: the material of the shaft was determined to be within specification and the hex feature is within specification. The instrument conformed to dimensional specifications at the time of manufacturing. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by synthes, this complaint is deemed indeterminate from a manufacturing position.